Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer felt nauseous and loss consciousness. The customer was in contact with the healthcare provider where an oral antibiotic clarithromycin was provided. No other information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Reader turns on with home button. Connected the reader to a computer using a usb (universal serial bus) cable and observed ¿connected to pc¿ message. Message was not observed when the reader was unplugged. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer felt nauseous and loss consciousness. The customer was in contact with the healthcare provider where an oral antibiotic clarithromycin was provided. No other information was provided. There was no report of death or permanent impairment associated with this event.